Event description:
During the implant procedure, while tunneling with the medtronic catheter passer, the anterior jugular vein was nicked and the patient experienced excess bleeding. Physician sutured and tied off the vessel to achieve hemostasis. This resolved the issue.